Event description:
It was reported that during a thoracotomy procedure, after the fifth firing it would not release. It is unknown how it was removed from tissue. No other details are known. No patient impact reported.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.